Event description:
The reporter stated that three polyaxial screw driver tips broke during use in surgical procedures. The surgeries were completed with no harm to any patients. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported information.